Event description:
A report was received that the patient was experiencing difficulty charging the ipg and the ipg was depleting daily. A bsn representative analyzed the database and confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.